Event description:
It was initially reported patient was scheduled for a lead revision. No information was provided on the reason for surgery. Response was later received that reason for lead revision was due to high lead impedance. Patient was seen for surgery and while removing the lead, the surgeon identified a fracture in the lead. Patient was not reimplanted because surgeon could not locate a suitable position to place a new lead. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
The suspect device was received for analysis. Device evaluation was completed.